Manufacturer narrative:
It was originally reported that the x frame bolts are detaching from the frame due to corrosion. Upon completion of the investigation it was found to be the base tube protector screws that had corrosion on them. This corrosion was found to be cosmetic with no functional effect on the unit.

Event description:
It was reported via repair work order that the x frame bolts are detatching from the frame due to corrosion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the x frame bolts are detatching from the frame due to corrosion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.